Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that before implantation of the intraocular lens (iol), the surgeon noticed that the cartridge tip was damaged. The iol was not implanted. The iol was not used nor did it come in contact with the patient. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Device evaluation: the preloaded delivery system (model pcb00) was not returned at the manufacturing site for evaluation; therefore product testing could not be performed and the "customer's" reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: this report is being submitted as follow-up number one (1) for manufacturer report number 2648035-2018-00732. In review, what should have been follow-up #1 was inadvertently submitted with the number two (2) populated in section g6 type of report follow-up #. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.